Manufacturer narrative:
The customer contact indicated that the devices were discarded. Thirty-two sealed samples were evaluated. The devices passed testing. No distal occlusion alarms were noted during testing procedures. Based on the data verified, hospira could not attribute the issues to the devices. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of the tubing set generating distal occlusion alarms. The tubing sets were being used to deliver an unspecified medications, at unspecified rates, via plum pumps. At unspecified times after the deliveries were started, it was reported that the pumps alarmed for distal occlusions. It was reported that the tubing sets were flushed; however, no distal occlusions were noted in the tubing sets. No specific details were provided. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional information was provided.